Event description:
The device was used during a venous ablation procedure on the small saphenous vein. At the first post procedure follow up, venous duplex ultrasound examination ((B)(6) 2010) showed subocclusive acute thrombus spj. The pt was asymptomatic. The pt was prescribed lovenox. At a second follow up ((B)(6) 2010), the pt was asymptomatic. Clot retraction was observed but still present. Coumadin begun by pmd. The plan - is to re image in 4-6 weeks.

Manufacturer narrative:
The device was not returned for eval. The physician said that the device did not malfunction and confirmed that the device worked properly during surgery. The pt is doing well and continues to be asymptomatic. Dvt is a known side affect for these types of surgical procedures.